Event description:
It was reported that a system controller exchange was performed and there was oxidation (green discoloration on the power leads) with no outside damage. The twist cap on the black cable lead broke, which prompted the system controller exchange. The patient was stable and the system controller will be returned. There had been an influx of patients whose system controllers had oxidation. This case was discovered upon cutting into one of the cables in the patient's old primary system controller after exchange.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a green substance on the system controller power cables was confirmed via analysis of the returned system controller. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The outer jacket was then removed from both the white and black power cables to inspect the underlying layers, revealing that both cables were covered in a green fluid substance that was consistent with fluid ingress. The layers were then removed to inspect the underlying wires revealing that the wires were also covered in fluid ingress. The observed fluid ingress did not impact the functionality of the controller during testing. A log file was downloaded for review and the data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The pump maintained a speed within the low speed limit without issue while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 30jan2017. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate ii patient handbook section 4 ¿ ¿living with the heartmate ii¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate ii instructions for use section 2 ¿ ¿system operations¿ and heartmate ii patient handbook section 2 ¿ ¿how your heart pump works¿ states to ensure that a competent caregiver is present during a system controller exchange if at all possible, and that all labeling instructions are followed, including calling hospital contact if instructed. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings: the strain on the connector side of the white power lead was also observed to be broken. The connector nut on the black power lead was observed to be broken and was missing. The resistance of the wires in both controller power cables were measured, revealing that the black (redundant v-) wire on the system controller white power lead had a slightly increased resistance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B3- the event date is estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the twist cap on the black cable lead broke, and a system controller exchange was performed. There was oxidation (green discoloration on the power leads) with no outside damage.